Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383557 and lot number 2216874. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
Material # 383557, lot # 2216874. It was reported by customer that product comes apart or sharps does not retract. Verbatim: product information: product code: 383557. Product description: catheter IV closed nexiva syst 20g & 1.25in sp w/max zero bx/20 p84. Lot/serial #: (B)(6). Expiry date: n/a problem information product concern ticket number: (B)(4) date of incident: 17-feb-2023 concern description: product comes apart or sharps does not retract. Occurrences: 3 ea. Sample information incident samples: 3. Representative samples: 0. No adverse event reported.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.